Event description:
It was reported that a patient allegedly sustained a perforated colon while undergoing treatment for carcinoid tumors using the da vinci surgical system.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the patient's injury. The site name, procedure date, and system serial related to the reported event are unknown. There was no allegation made by the patient that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci surgical procedure. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. According to the initial reporter, after the surgical procedure was performed, the patient had a lengthy post-operative stay in the hospital. No additional information was provided. Isi has attempted to contact the patient to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient indicated that he sustained a perforated colon while undergoing a da vinci surgical procedure. However, at this time, it is unknown how the patient's injury occurred.